Manufacturer narrative:
One vial of test strips was returned by the customer for investigation. The customer's materials and retention samples were tested and were found to be within specification. All measurements gave results within specified ranges. Internal capillary blood testing revealed the quality of the batches used during testing were within specification. No malfunction was detected. Since the investigation showed the material met specification, it was recommended the customer check sample collection and preparation as outlined in the package insert. No adverse events were reported associated with this issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer conducted pulic health care profiles at different locations several different days during a period of several weeks. The health profiles included glucose, cholesterol and hemoglobin testing. The participants were females (B)(6) and males (B)(6). The total number of participants was not provided. The customer provided 39 patient results tested in three different cities using the same hemoglobin strip lot number 20332603. Hemoglobin results from three of the participants were discrepant. Participant 1, male, initial result was <50 g/l. The participant was tested two more times. The first repeat result was >200 g/l. The second repeat result was 165 g/l. Participant 2, initial result was >200 g/l. The repeat results were >200 and 157 g/l. The date of testing was not provided. Participant 3, initial result was was >200 g/l. The repeat results were >200 g/l and 176 g/l. The date of testing was not provided. The participants were recommended to visit there ordinary health care provider for further investigation. No adverse events have been alleged regarding the discrepancies.